Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted due to placement difficulty. Once the helix was screwed out for the first time, it could not retract fully to reposition. The helix appeared to be retracted fully on fluoro, but would not detach from the tissue in the rv apex. The helix was screwed back in and back out, with the same results. With pressure, it did retract from the tissue and tissue was attached to the lead. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.